Event description:
Caller reported that the t: slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to test the pump with known functioning outlets and different cables and adapters; however, the pump still failed to charge. Consequently, a replacement pump was issued to ensure uninterrupted insulin delivery with backup therapy via mdi. The caller was informed about the steps to be followed, including returning the problematic pump.